Event description:
The user's hearing performance with the device is affected. The recipient initially had an improvement in hearing with the device, but then noticed a decrement in performance even with the same map that had been previously performing well. Despite multiple programming sessions and medical evaluations the user is still performing poorly with the device. The user was re-implanted.

Manufacturer narrative:
Conclusion: based on measurements performed on the device whilst it was implanted and during explant investigation, it must be assumed that the explantation was not due to a technical problem. The recipient_s perception was unsatisfactory; however, no technical problem could be detected. In addition a slight migration of the electrode array out of cochlea is reported, however, with ten channels remaining for stimulation, the poor performance cannot be explained. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. A CT scan on the (B)(6) 2020 showed that there were one or two electrodes extra-cochlear.